Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured/ lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes.there was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) ruptured/ lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the IFU. The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. The device is being returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6. As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured/ lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. There was no reported patient injury. The device was stored and prepped according to the instructions for use (IFU). The device was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The femoral vessel¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. A non-sterile ¿6f/7f mynxgrip vascular closure device¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. The syringe was received separated from the device, and the stopcock was found opened. The sealant and advancer tube remained in the manufactured position. The procedural sheath was not returned with the device. Per functional analysis, a leak test was performed on the balloon of the returned device per the mynxgrip IFU. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a radial tear in the balloon of the return device. In addition, the sealant was observed in manufactured position. The product history record (phr) review of lot f2220703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the radial tear could not be determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (although reported to have no presence of pvd or calcium) and/or concomitant device factors (although not returned) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2220703 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.